Manufacturer narrative:
The electrode pads were returned for evaluation. Visual evaluation showed blood and scaly skin were observed on the CPR puck. The electrodes were electrically tested and were within specification. Our evaluation concluded that there were no assembly or performance discrepancies with the electrodes. The CPR puck appeared to be in alignment with the wires and screws that were holding the sternum together from a previous cardiac surgery. It is likely that when CPR was performed, the sternum may have been cracked and the wires and screw assembly may have caused damage to the skin. Broken ribs and chest trauma are acceptable side effects to effective CPR and are contraindicated in the electrode labeling. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) male patient, that although the device did not provide any shocks to the patient, a deep wound was found on the patient skin's under the electrode pads.